Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Case description - (B)(6) report findings: b. Braun medical lda. Informed us that they received by (B)(6), a letter, which, by an ongoing market surveillance action, a recall has to be done by a non-conformance that was detected on the following references: associated medwatches: reference: (B)(4), batch number: 115045 (bbs reference: (B)(4), 3003639970-2019-00288) reference: (B)(4), batch number: 118235 (bbs reference: (B)(4), 3003639970-2019-00289 - this report). In the letter is stated the following: "in this context, it was found that the results of the above batch tests of the mentioned batches are in non-conformity with the respect to the parameter "diameter", when compared to the respective specifications in table "0667.-1-diameters and breaking loads (namely: non-compliance with criteria a and b due to measures of diameter above the specifications in the table. Due to this context, batch 115045, refer. (B)(4) and batch 118235 and refer. (B)(4) by manufacturer b.braun surgical sa, do not meet the essential requirements by the decree-law 145/2009, 17th june". An immediate suspension and a recall of the following batches should be performed. Samples received: none. Manufacturing site evaluation - b.braun investigation: analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch to the following countries: (B)(6). There are no units in b. Braun surgical's warehouse stock. We have not received any sample to analyze this case. Without any closed sample we cannot carry out an analysis in order to take a decision. Review of the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. However, as stated in the instructions for use of the product: "novosyn fulfils all the requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges). The diameter should fulfil the b. Braun surgical requirements according to the finished product specifications. Therefore, we consider that our product meets with b. Braun surgical requirements and no actions in the market are required. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with a batch of novosyn suture. The (B)(6) regulatory authority, (B)(6), found a non-conformance during an ongoing market surveillance action. The novosyn lot was tested and out of specifications in regards to diameter; the diameter measured was greater than those listed in the european pharmacopeia (ep) guidelines. An immediate suspension and recall of the batches was recommended. Additional information has been requested. This report refers to the first batch. Associated medwatches: 3003639970-2019-0289 (this report), 3003639970-2019-0288.